Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the rim in the reservoir of the insulin pump was broken off and the customer experienced the high blood glucose level. The customer's blood glucose level was over 400 mg/dl. The customer was assisted with the troubleshooting. The customer also stated that the reservoir compartment was not able to lock in its place. The insulin pump will be returned for the analysis.